Event description:
It was reported that during a device check one day post implant, the rv lead exhibited intermittent loss of capture (loc) at maximum output. The patient was sent for a chest x-ray, which, showed the rv lead had dislodged. Additionally, the right atrial (ra) lead and this left ventricular (lv) lead were noted to have lost slack and were pulled tight while the patient was standing upright during the x-ray. A revision procedure was performed. The rv lead was successfully repositioned and the slack was adjusted for the ra lead and this lv lead. No additional adverse patient effects were reported. This device remains in service.